Manufacturer narrative:
The returned cre pro wireguided dilatation balloon was analyzed and a visual examination found tears in the unopened pouch. With all the available information, boston scientific concludes that the tears found on the pouch are likely to have occurred due to factors encountered during shipment and/or storage. The tears may have occurred due to the manner in which the pouch was handled. Excessive manipulation of the box without enough care could have induced the defect found. Therefore, the most probable root cause is cause traced to transport/storage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
A cre pro wireguided dilatation balloon was returned to boston scientific corporation on (B)(6) 2022 without any report of performance issues or adverse patient effects. The returned device was analyzed and tears were found on the pouch.